Manufacturer narrative:
Follow-up # 1 ¿ (10/29/2013). The patient¿s meter and test strips have been returned on 10/16/2013 and 10/23/2013, respectively, and evaluated by lifescan product analysis on 10/21/2013 and 10/28/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was reading inaccurately high compared to her feelings or normal results. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 6:51 am she obtained a reading of ¿298 mg/dl¿ on the lfs meter and gave herself insulin accordingly. The patient reported she uses insulin pump therapy to manage her diabetes. The patient reported 40 minutes later she developed symptoms of an ¿insulin reaction¿ which included ¿confusion, sweat, increased heart rate.¿ the patient reported on (B)(6) 2013 at 7:30 am she had a snack. The patient reported no other device was used to measure her blood glucose. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing. The cca confirmed the patient¿s test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims, due to the alleged issue she administered insulin accordingly and developed symptoms suggestive of hypoglycemia and required treatment to prevent additional injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.